Event description:
On (B)(6) 2011, two acumed acutrak 2 mini screws were implanted. Four weeks post-operation the patient reported to their doctor with severe toe pain. X-rays confirmed both screws had broken. The distal part of both screws were removed, it was not possible to remove the remainder of the screws. In an attempt to gain mtp fusion, another single acutrak at2-m30-s was implanted. Fixation was reported to "look good." At the original operation there was no support given to the foot. Now stable, however, this time foot will be placed in plaster for two months to ensure no movement.

Manufacturer narrative:
Additional MDR associated with this event is: 3025141-2011-00058.